Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the damaged cannula. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to 280 mg/dl while wearing the pod between 5 and 24 hours. When removed from the infusion site, the pod's cannula was found broken.